Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that even though deployment was performed in the high septum, it did not capture at the maximum output and high thresholds were noted. When the product was removed outside the patient's body tissue was noted on the leadless implantable pulse generator (ipg). Even though implantation was attempted again, the deployment button was hard and deployment could not be performed. The leadless implantable pulse generator (ipg) was attempted/not used and replace. No patient complications have been reported as a result of this event.